Event description:
Received info stating customer received an altitude alarm while in her bedroom. Reportedly, there was no impact to the customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.